Event description:
Medtronic received a report that an Onyx had poor visualization. The patient was undergoing surgery for a grade 3 arteriovenous malformation (AVM) located in an eloquent region. It was noted the patient's vessel tortuosity was moderate. It was reported that following the (IFU), the operator prepared the vial on a shaker while positioning the microcatheter within the target therapeutic area. The microcatheter was then flushed with saline and DMSO before Onyx was injected at a controlled rate. After injecting 3.0 ml nothing was visible on the fluoroscopy. The artery was blocked so an additional 0.50 ml was injected but there was still no viability. The speed setting on the shaker was set to 8 and it took 25 minutes for the onyx to be shaken. It was also stated that the onyx did not sit for more than 5 minutes prior to injection, and the physician injected the onyx immediately after mixing. No patient complications were associated with this event. Ancillary devices include a Neuron guide catheter, Neuron max sheath, Marathon micro catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.